Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2026-00005. Initial reporter phone number: (B)(4). All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 has occurred (water temperature control degradation alarm) in an arctic sun device. Per review of wo on 03dec2025, there was no patient involvement. Per sample evaluation results received via task on 16dec2025, it was reported that the frosting on the piping of the chiller assembly was also observed.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that alarm 113 has occurred (water temperature control degradation alarm) in an arctic sun device. Per review of wo on 03dec2025, there was no patient involvement. Per sample evaluation results received via task on 16dec2025, it was reported that the frosting on the piping of the chiller assembly was also observed.